Event description:
It was reported that the lead integrity alert triggered. It was also reported that the right ventricular (rv) lead was fractured. It was noted that during the laser rv lead extraction the superior vena cava was dissected and the physician had to open the patient's chest. The rv lead was partially removed and was not replaced due to physicians determining it would be best to implant new lead at later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the proximal segment of the lead was returned and analyzed and no anomalies were found. However, the defibrillator conductor had blood/body fluid (not obstructed). The outer tubing overlay had cosmetic environmental stress cracking. The outer insulation had a cosmetic depression.